Event description:
It was initially reported to philips healthcare a heartstart xl battery fixation issue with a broken spring. It was later clarified that the heartstart xl did not power up on neither ac power nor battery power. There was no pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.